Manufacturer narrative:
The pump user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer uses u-500 insulin within the cartridge. Tandem technical support advised the customer that u-500 insulin was off label to be used with the pump. An infusion set change was performed resolving the issue. Customer's blood glucose level was 163 mg/dl.